Event description:
Patient reported a left side "implant rupture." Healthcare professional additionally reported left side "rupture and severe capsular contracture, baker grade unknown" and "silicone within the lymph nodes." The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: the device was broken shell, red/white encapsulation and red particles material on the shell/gel. Unable to confirm if all shell was received. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The reported events of "capsular contracture, baker grade unknown" and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, lymphadenopathy, and device rupture.

Event description:
Patient reported a left side "implant rupture." Healthcare professional additionally reported left side "rupture and severe capsular contracture, baker grade unknown" and "silicone within the lymph nodes." The device has been explanted.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture/capsular contracture/lymphadenopathy/anxiety/product/procedure was reviewed on may 25, 22. Visual analysis of the photographs identified: red particles on the surface of the shell. Broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.